Manufacturer narrative:
Clarification to d6a. Implant date: 2009 was reported. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation, anxiety-product/procedure.

Event description:
Patient´s spouse reported "a problem with them", "deflation", "it's broken" and "exchange from textured to smooth implants due to the patient's concerns with the product". This record is for an unknown side. Device remains implanted.